Event description:
It was reported that during preparation of the console for a transurethral ureterolithotripsy procedure error code 201 (shutter test failed) displayed on the console screen. The console was rebooted, but the issue persisted. There were no patient complications, but the procedure was cancelled/postponed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; however, a field service engineer (fse), conducted an onsite visual inspection of the console. While performing the visual inspection the fse was unable to find any abnormalities and was unable to confirm any errors after conducting long operation tests. The connector was cleaned, and an optical axis test was performed. There were signs of cooling water leakage dur to deterioration in the internal laser oscillation unit. Based on the field service performed, the fse was unable to identify any damage or malfunction related to the reported allegation. H3 other text : device is capital equipment.

Event description:
It was reported that during preparation of the console for a transurethral ureterolithotripsy procedure error code 201 (shutter test failed) displayed on the console screen. The console was rebooted, but the issue persisted. There were no patient complications, but the procedure was cancelled/postponed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.